Manufacturer narrative:
Patient codes: 3191 labeled. Device codes: internal file number - (B)(4). Conclusion code 22 was removed. Patient coding: 2263 removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 2.50x15mm xience sierra stent was implanted on (B)(6) 2019. The patient presented with atherosclerotic heart disease before the procedure. On (B)(6) 2019, the patient was readmitted with cardiovascular symptoms including atherosclerotic heart disease. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.